Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly multiple times with 40-45% battery life remaining. Customer's blood glucose level was 220 mg/dl. The pump was connected to a power source and was able to be turned on. Reportedly, the customer would continue to use the pump for insulin therapy.